Manufacturer narrative:
The console used during the event was examined and the reported event was not replicated. The system was tested and found to meet product specifications only the cassette was returned for evaluation. The lot complaint history was reviewed. The device history record shows that the product was released per specifications. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intra ocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the fluidics management system malfunctioned during a vitreoretinal procedure which caused the console to breakdown and become unusable. The reporter indicated that" the fluidics malfunction was caused by what is believed to be a water leakage". The procedure was completed after the replacing the console with another without harm to the patient. A product sample has been requested for this event.